Manufacturer narrative:
Correction to reg report #2182207-2023-01709 to include all information. Continuation of d10: product ID neu_unknown_lead serial# unknown product type lead product ID neu_unknown_lead serial# unknown product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member and the patient who was implanted with an implantable neurostimulator (ins). Caller reported that a system engineer received a call from a spinal cord stimulator patient claiming they had a malfunctioning device. Caller noted the patient was paralyzed. Caller did not know details about the patient or patient's contact information and caller was just relaying information they received from the engineer; caller advised agent to reach out to the system engineer. Agent reached out to the engineer and agent was awaiting response. Upon further review, agent redirected the engineer to vigilance to report the issue. Engineer noted they needed to check with the friend of the patient to collect patient details. It was later reported the patient was in great pain following recent implant and is in ill conditions. According to the patient, the system is not working as expected and it has malfunctioned because patient does not believe it is helping them out and feels their current condition post implant is troubling the patient more. On (B)(6) 2023 the patient (pt) was contacted for additional information. The pt reported they had x-rays done, and was told by their hcp that the lead(s) came off/loose, and is not where it is supposed to be. Pt reported conflicting information that the hcp initially said the leads were not implanted in the correct place, and then later reported the leads had moved. Pt reported they have a lump where the ins was implanted and the leads. Pt reported the trial was great, the permanent device not as great due to the lead issue. Pt clarified they are not paralyzed, but because of the leads not being in the correct place they are not getting enough therapy and could barely get up out of bed, and had weakness in legs, pain in feet that felt like needles and they could not get the pain to stop. Pt reported they turned the device off/the device turned off (unable to get clarification) for a week. Pt reported they were supposed to get shocked from their butt down to their feet (caller asked, and pt clarified they were referring to the shocking as stimulation, and was not getting electrical shocking) but was not getting this stimulation in their toes. Pt reported they turned the stimulation up and it went to their stomach and it felt like their kidneys were ¿flopping¿ (unable to clarify further). Pt reported burning sensations where the ins was implanted when they are charging, but could not confirm if the ins itself was heating. Pt clarified they think it (burning sensation) is just from them healing, which is not going well. Pt confirmed no heating from external devices. The pt worked with 2 reps, and reported they were provided different program groups, but only one program worked. Pt reported complaints against company rep, but reported another rep was excellent. Pt reported they are disappointed the implant is not working as well as the trial. Pt is undecided if they will have surgery to fix the leads at this time, and nothing is planned/scheduled at this time. Pt is going to work with reps prior to having surgery if possible as they do not want to have another surgery. Pt did not have serial numbers of device available.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was recently implanted with a spinal cord stimulation system, is in great pain. Patient has requested the patient-rep to reach out to the manufacturer due to their ill conditions that they described. According to patient this system is not working as expected and it has malfunctioned. Patient has reached out to people from the manufacturer through the healthcare provider (hcp) and details were given to them. Patient feels it is not helping them out and feels current condition post implant is troubling them more. Patient is seeking help as earliest possible and is in great need.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.